Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. System operates as intended.

Event description:
The customer reported that all the lamps are on, but system will not boot up. No pt injury was reported.